Event description:
During the use of the echelon 60 stapler, it armed mid-staple. A manual override was attempted and failed. The defective stapler was kept clamped on lung while a new echelon stapler was obtained. The physician used the new stapler to bypass the compromised tissue with no apparent injury. The defective stapler was removed from service and given to the materials coordinator.